Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges cannulas have leaked twice on two occasions. Caller reported the adhesive was wet and smelled strongly of insulin. No adverse event reported. Patient is new to pump therapy. Requested return of the alleged device for evaluation.